Manufacturer narrative:
E1: patient city: (B)(6). Patient country:austria. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in austria. It was reported that the patient faced tape not sticking event on (B)(6) 2026 due to infusion set got loose. No further information available.